Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he received an off no power alarm on the insulin pump. Customer stated that he changed the insulin and set prior to receiving the alarm. Customer's blood glucose was 135 mg/dl at the time of the incident. Customer stated that he did not receive a low battery alert prior to the off no power alarm. Customer stated that the screen was blank and when he inserted a new battery, customer received a battery out limit alarm. Customer stated that the batteries were out of the pump greater than the duration allowed by the pump. After troubleshooting, it was explained that this is normal pump behavior and customer was advised to monitor the pump.